Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/city: (B)(6).

Event description:
It was reported, the video system center had activity and the screen was visible, but then the screen was blacked out. The issue occurred during preparation for use for a diagnostic upper gastrointestinal endoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an accidental malfunction of the operation caused by long-term use or a short circuit caused by dust accumulated inside the chassis, caused the malfunction of the video board and led to the occurrence of this phenomenon. The event can be prevented/detected by following the instructions for use which state: the service life of this product shall be 6 years after manufacture and shipment (after delivery) (based on self-certification (our data)). This is the number of years when the product is used properly by conducting pre-use and periodic inspections as indicated in this attachment and the "instruction manual" during the service life, and by carrying out repairs or overhauls if necessary, according to the inspection results. Olympus will continue to monitor field performance for this device.